Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the tip of the device was found to be damaged. A fragment broke off and was not returned. The cause of the event is undetermined, however the likeliest cause of the observed failure mode is user-applied mechanical forces.

Event description:
It was reported that the ar-9401-17 humeral head extractor is damaged. Additional information received on 1/27/2021: the rep reported damage to the device did not happen during a case. The issue was noticed by a sterile processing tech during inspection prior to a case. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the tip of the device was found to be damaged. A fragment broke off and was not returned. The cause of the event is undetermined, however the likeliest cause of the observed failure mode is user-applied mechanical forces.